Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: a review of the black box indicated a loss of prime warning occurred on (B)(6) 2014. The pump successfully completed a rewind, load, and prime sequence and 24 hours testing. No loss of primes occurred during testing. The force sensor calibration was found to be within specifications. The complaint could not be duplicated on investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting frequent loss of prime warnings. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.